Manufacturer narrative:
The insulin pump alarmed motor error alarm during rewind due to corroded motor home switch. No motion sensor test failure alarm noted during the testing. Analysis was unable to verify for motor position encoder error alarm due to constant motor error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motion sensor test failure alarm and motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.